Event description:
It was reported that an attempt was made to implant an endeavor resolute drug-eluting stent in a severely calcified lesion in the lcx with 97% stenosis and vessel tortuosity, but the device could not cross due to severe calcification and tortuosity. The device was inspected before use with no issues noted. The lesion was pre-dilated (12atm, 10s, 1time). The physician used another device to complete the procedure. No injury to patient reported. Evaluation summary: the device was returned to the manufacturing facility for evaluation. The distal tip was flared indicating that it may have been stubbed during advancement. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 10th and 11th distal segments were misaligned with some slightly raised struts. The 14th and 15th distal segments were misaligned with raised struts and the 23rd and 24th distal segments were pinched. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation) . Patient¿s condition affected effectiveness of device (lesion morphology ¿ 97% stenosis, severe calcification and vessel tortuosity). Deformation problem (stent). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology ¿ 97% stenosis, severe calcification and vessel tortuosity). Inherent risk of procedure (stent deformation). (B)(4).